Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter balloon ruptured, as a result, the balloon leaked and would not inflate. Per additional information received, the balloon was filled with 10cc of sterile water and complainant reported that the leak was noticed about 2 hours after insertion. The complainant also reported that after visual inspection by the nurse, the balloon appeared to be intact.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the lubri-sil foley catheter product ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported that the catheter balloon ruptured, as a result, the balloon leaked and would not inflate. It was later reported, the balloon was filled with 10cc of sterile water and complainant reported that the leak was noticed about 2 hours after insertion. The complainant also reported that after visual inspection by the nurse, the balloon appeared to be intact.